Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(6).

Event description:
The customer reported to olympus that the single use distal cover fell off from the evis exera iii duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. An esophagogastroduodenoscopy (egd) was performed to see if the distal cover was retained in the patient's gastrointestinal tract. After both the ercp and egd were completed, the distal cover was found in the patient's mouth and was retrieved without injury. The procedure was prolonged by 5 minutes with the patient under anesthesia. The distal cover was disposed after the procedure. The operator felt that the distal cover had been placed correctly without resistance or difficulty and that he felt the cover "snap" into place. The operator further felt that there were no errors in placing the device. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6). - evis exera iii duodenovideoscope (B)(6). - single use distal cover.